Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient had a skin reaction with a rash, pus, swelling, and extreme redness. The patient had a virtual consultation that day with her endocrinologist and was prescribed triamcinolone acetonide steroid cream and sulfamethoxazole-tmp ds antibiotic tablet. At the time of report, the patient skin was still swollen and red. No additional patient or event information is available.